Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the catheter detached inside the patient. The device broke at the distal end of the catheter. Physician snared it out without further complications.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause is attributed to the user. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.